Event description:
Home patient (hp) reports moisture on cassette of homechoice set after receiving an alarm during apd treatment. Hp ended treatment at time of alarm. No pt injury or medical intervention required per hp.